Manufacturer narrative:
Continuation of d10: product ID lnq11 serial# (B)(6). Implanted: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the physician interrogating the implantable cardiac monitor (icm) saw two atrial fibrillation (af) episodes that were not visible in the remote monitoring network. It was noted that the physician believed them to be true af episodes and not artificial intelligence (ai) false episodes. Troubleshooting steps were provided to resolve the issue.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. The product and clinical data were received for evaluation. After a thorough and meticulous review of the two episodes from the patient, our licensed annotations specialists had concluded that all episodes were correctly labeled and identified as false atrial fibrillation (af) and properly withheld by the artificial intelligence (ai) algorithm from the remote monitoring network. During evaluation using the visualization platform, could see bigeminal premature atrial contraction (pacs) with occasional premature ventricular contraction (pvcs) in those episodes. These findings were confirmed by two members of the annotation team. The most likely cause of the event is user confusion. The investigation determined that the product tested in specification and/or performed as intended. No device or service history record was performed because the software application is not manufactured or serviced. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.